Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unlocked lcd keypad connector was noted. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, missing end cap sticker and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump are unresponsive. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 15 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.